Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on black screen. A field service engineer (fse) determined that the main drawer 6 was responsible for the short circuit and identified the drawer controller board as the issue, which was replaced. After the replacement, the station was able to log in. The remote manager hasp was detaching from the refrigerator, prompting the fse to replace 3m double-sided adhesive to reseat it. Additionally, the pyxibus cable was reconnected, and all latch and position sensors were tested. Hardware was tested via the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was on black screen. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.